Event description:
An endurant stent graft was implanted in a pt for the endovascular treatment of a abdominal aortic aneurysm. Aaa diameter is unk. Aortic neck was challenging as it was had a figure 8-shape with a diameter going from 26-24-32mm, was 12 mm long, and had a 90 degree turn. Other vessel morphology was unremarkable. There was a proximal type in endoleak, due to the short and angulated aortic neck, post implant. The physician ballooned the stent graft, which improved the endoleak somewhat. The pt continues to be monitored. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results and conclusion: (anatomy related; short and angulated aortic neck). (Short and angulated aortic neck).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report.